Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section g3. Upon internal review it was found that the g3 date (14-aug-2025) on MDR 1118880-2025-00130 was incorrect; therefore, a correction is being made.

Event description:
Terumo medical received a medsun voluntary report (report number (B)(4)) stating that during removal of a left radial artery sheath, the sheath began to unravel and break. The issue occurred at the conclusion of a peripheral vascular angioplasty procedure. The device reportedly failed to function as intended and experienced a malfunction during removal. The procedure was completed as intended; however, the patient required surgical intervention to remove fragments of the device. Additional information received on 14 aug 2025: the complete date of the event was 28 jul 2025. Fragments were surgically removed after the sheath began to unravel and break. The patient was not harmed, and blood loss was not more than expected. The patient remained stable. No tortuosity or spasm was present in the patient's anatomy at the time of the event.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for a sheath breakage because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).